Manufacturer narrative:
H3, h6: the reported 11x30mm biosure pk screw, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, screw broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported about a peek biosure 11x30 mm interference screw that during a knee procedure when screwing in the biosure pk inside the tibia broke. All the fragments were removed using a grasper. The procedure was successfully completed without significant delay using a back-up 10x30 mm screw. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.